Manufacturer narrative:
Evaluation summary: the turbohawk and spider fx were received for evaluation. The turbohawk was inspected and a bend was observed to the toque shaft beneath the strain relief. The distal assembly was separated between the torque shaft adapter and the laser drilled tip. A yellow-green material was noted within the laser drilled tip, both hinge pins were intact after removing portions of the material. The spider fx showed stripping of the green-yellow ptfe coating staring at approximately 70cm from the tip and continued to approximately 120cm. A bend to the capture wire was observed approximately at 120cm from the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a turbohawk lx-m along with a spider fx in the right proximal, mid and distal superficial femoral artery. Target lesion type was plaque. Lesion had no tortuosity, no calcification and 65% stenosis. Artery diameter was 7 mm and lesion length was 300 mm. A 7f 55 cm sheath was used. A 6 mm spider fx was used as both embolic protection and guidewire. IFU was followed. Vessel was not pre-dilated. The device worked successfully for two insertions with no resistance felt and was cleaned after each time. No issues experienced. During the third insertion the device would not advance. The device was pulled back through the sheath. It is reported that the tip of device had significant damage but tip remained attached. The procedure was completed by post-dilation with an in.pact admiral balloon. No patient injury reported. On return of the device to the investigation laboratory, the spider fx device was noted to have some ptfe skived off the capture wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.